Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar build up on the jaws and inside the knife track. Functional testing found minor skiving of the overmold in the knife track. It was reported that the knife blade did not advance or difficult to advance and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by the knife slightly twisting out of place due to the presence of eschar. More frequent cleaning of the jaws is recommended. The eschar build up was cleared, however the knife blade was unable to advance. It was also reported that the jaws were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vein harvesting procedure using the device, it initially functioned properly and was plugged into a generator. During the procedure, the cutting button became completely stuck and could not be activated and the pull handle was reported to be stuck in the pulled position, making the device unusable. It was applied on tissue when the issue occurred but was able to be removed. The tip of the device was rinsed in an attempt to resolve the issue, but the problem persisted. The knife blade did not protrude or extend beyond the edge of the jaws. Another ligasure device was reported to have been used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.